Event description:
Following a laparoscopic tubal ligation and an uneventful novasure endometrial ablation on (B)(6) 2012 the physician did a hysteroscopy and laparoscopy. There was no evidence of uterine perforation and "the uterus appeared normal with no evidence of blanching or cautery effect on the serosal surface". The pt was discharged home. On (B)(6) 2012, the pt presented to the emergency room (ER) with sudden onset of acute abdominal pain. She was afebrile with a normal white blood cell (wbc) count. The computed tomography (CT) scan showed free air and fluid in the pelvis. A laparoscopy along with colonoscopy was performed. The bowel appeared adherent to the fundus of the uterus. The adhesions were filmy and associated with an exudative process. After the bowel was released, there was evidence of a 2mm perforation on the sigmoid colon". The physician "sewed" the perforation. "No uterine perforation was identified." On (B)(6) 2012, it was reported the pt is doing "well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).